Event description:
Information from the field notes that the patient was involved in a motor vehicle accident in which his chest struck the stee ring wheel. Clinical evaluation of the device noted undersensing.~~~